Event description:
It was reported that during use with bd smartsite¿ bag access device flow was blocked. The following information was provided by the initial reporter: flow is blocked from IV bag.

Manufacturer narrative:
H.6. Investigation summary: a 2309e-0006 product was not available for investigation; however, the customer indicated the complaint sample was from lot 21019902. The feedback provided by the customer suggests occlusion was detected from the smartsite bag access device in connection with an unknown IV bag. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21019902 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2309e-0006 product in the past 12 months. H3 other text : see h.10.